Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately displayed an "attach pads" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device and two sets of pads were returned to zoll medical corporation. The customer's report was not replicated or confirmed. The device passed all testing using known good electrodes without duplicating the report. The device was recertified and returned to the customer. The two sets of electrode pads that were returned were unopened. The aed3 device only records a clinical file if the device recognizes a patient impedance. The reported message would occur if the device did not recognize an impedance during the event. The most likely event date is (B)(6) 2021. The device history log shows "pads not connected timeout". Once the device is powered off, "electrode connection detected a fault" is recorded. There are multiple possible causes for these errors outside of a device malfunction that include but are not limited to incomplete seating of the electrodes, electrodes coming disconnected from the device, or defective electrodes. The electrode pads used during the event were not returned. Analysis of reports of this type has not identified an increase in trend.